Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and software error was detected. The customer¿s blood glucose level was over 400 mg/dl and the current blood glucose level was 119 mg/dl. The customer does not report any symptoms related to high blood glucose level. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, self, and displacement accuracy tests; it failed only the sleep current measurement test. No software error detected alarms or missing segments/partial display were noted during testing. However, software error detected alarm is found in the insulin pump history file due to a software error. On the other hand, an unexpected battery power loss and replace battery alarms did occur during testing when a new battery was inserted into the battery compartment. After swapping the both electrical board and electrical board out of the case and into another, the sleep current measurement passed; therefore, the problem is isolated to the case and/or the battery board inside the case. The pump was programmed with the current time and date and monitored for several days. The time and date are functioning properly with no delays noted. Device has a crack in the battery threads. Also the middle (enter) keypad button is cracked.